Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a vertebral compression fracture (vcf). Bone cement was injected after removing the balloon and surgery was completed. A small amount of cement leakage was observed due to preoperative cranial endplate damage. The patient is reportedly asymptomatic. According to the report, the cement was doughy and homogenous during injection and IFU was followed during preparation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.